Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). The calibration and qc tests had acceptable results. A general reagent issue can most likely be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable total psa elecsys e2g 300 v2 results for 1 patient sample on a cobas 8000 e 801 module analyzer. The initial result was 3.1 ng/ml. The customer reported the measurement result to a physician. The physician inquired about the result and the customer measured the sample again. The sample was repeated 4 times and each time the result was <0.006 ng/ml. The reagent lot number was 460868 and the expiration date was 31-jul-2021.